Event description:
It was reported that post procedure with the subject flow diverter stent, review of the 12 month follow up imaging shows that the subject flow diverter had migrated 5mm proximally in ica (internal carotid artery) and has uncovered neck of aneurysm. No further information is available. Additional information received on 13-jul-2023 reported that on (B)(6) 2023 the patient felt left side weakness and imbalance and she was not able to use her left side. Further she was admitted to emergency room at a local hospital under stroke protocol. Patient received tpa (tissue plasminogen activator) while being triaged. Computerized tomography (CT) and computed tomography angiography (cta) showed no signs of lov (large vessel occlusion), symptoms improved rapidly and almost resolved within hours. The patient was placed under intensive care observation. Finally on (B)(6), before discharge, brain MRI (magnetic resonance imaging) reveled "recent ischemic infract in the posterior right frontal centrum semiovale". On (B)(6) 2023 the sc spoke with the patient over phone and the patient did not express any complaints. It is indicated that the "posterior right frontal centrum semiovale infract" is causally related to the study procedure and the study device. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information received stated the the device was prepared as per the dfu, the device performed as intended during the procedure, the stent did not migrate during the procedure, no additional intervention was required. The physician stated the stent was correct for the treatment site, the landing zone was fairly short and he didn't want the to stent across the a1 aca (anterior communicating artery), the anatomy was moderate tortuosity and there was some malposition distally but this was a very dysplastic aneurysm, difficult to see where the vessel wall ends and the stent begins. Per site reporting, the study device was implanted successfully with no device deficiencies noted. The procedure was completed in 59min. Additional information provided by the customer indicated since the ¿the aneurysm is filling but is smaller. I think it will continue to shrink. I am not sure the stent foreshortened or migrated at all, I think it it not 100% opposed distally due to the factors above (dysplastic aneurysm etc) but the aneurysm is definitely smaller'. Additional information received on 13-jul-2023 reported that on (B)(6) 2023 the patient felt left side weakness and imbalance and she was not able to use her left side. Further she was admitted to emergency room at a local hospital under stroke protocol. Patient received tpa (tissue plasminogen activator) while being triaged. Computerized tomography (CT) and computed tomography angiography (cta) showed no signs of lov (large vessel occlusion), symptoms improved rapidly and almost resolved within hours. The patient was placed under intensive care observation. Finally on (B)(6), before discharge, brain MRI (magnetic resonance imaging) reveled "recent ischemic infract in the posterior right frontal centrum semiovale". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient neurological deficit' and 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information received stated the device was prepared as per the dfu, the device performed as intended during the procedure, the stent did not migrate during the procedure, no additional intervention was required. The physician stated the stent was correct for the treatment site, the landing zone was fairly short and he didn't want to stent across the a1 aca (anterior communicating artery), the anatomy was moderate tortuosity and there was some malposition distally but this was a very dysplastic aneurysm, difficult to see where the vessel wall ends and the stent begins. Per site reporting, the study device was implanted successfully with no stryker device deficiencies noted. Additional information provided indicated the ¿the aneurysm is filling but is smaller. I think it will continue to shrink. I am not sure the stent foreshortened or migrated at all, I think it not 100% opposed distally due to the factors above (dysplastic aneurysm etc) but the aneurysm is definitely smaller". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿.

Event description:
It was reported that post procedure with the subject flow diverter stent, review of the 12 month follow up imaging shows that the subject flow diverter had migrated 5mm proximally in ica (internal carotid artery) and has uncovered neck of aneurysm. No further information is available.

Event description:
It was reported that post procedure with the subject flow diverter stent, review of the 12 month follow up imaging shows that the subject flow diverter had migrated 5mm proximally in ica (internal carotid artery) and has uncovered neck of aneurysm. No further information is available.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.